Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "at the end of 2020, the right breast began to experience rare burning sensation under the breast." "Ultrasound did not reveal any problems." "In (B)(6) 2020, the burning sensation intensified and every day the pain became brighter and brighter, already unbearable without painkillers." "On (B)(6) 2021, I turned to a mammologist, did an ultrasound scan, again did not reveal anything, and was sent for an MRI of the mammary glands. MRI showed rupture of both implants," and patient was "diagnosed with intracapsular ruptures of the implants of both mammary glands." Patient additionally reported events not device related as follows: "at the beginning of 2020, state of health sharply deteriorated: the level of iron (ferritin) dropped sharply to 36 units, anemia, dizziness, consistently regular fatigue, apathy, tearfulness and headache, metabolism was disturbed - fluid stagnation in the tissues and swelling appeared. Further problems with the ovaries began," "tests showed presence of hormonal disruption in the body and presence of an inflammatory process. Poor blood counts, anemia, and weakness gradually led to endometriosis." "In (B)(6) 2020 a surgery "laparoscopy" was performed to remove the endometriotic cyst on the left ovary, as well as lesions in the abdominal cavity." "Hair began to fall out actively. Anemia and low ferritin were not replenished with medication." This record represents the left side.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual evaluation:visual analysis of the photographs identified an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.